Event description:
It is reported that the device was implanted in late 2007, and revised in early 2009.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approx 1 year. No product was returned for evaluation. Also, no x-rays were returned for review. The surgical notes from the primary surgery are unavailable, and it's unknown if the kinectiv neck was implanted with the correct orientation and correct fit per the surgical technique. The patient height, weight, and activity level are unknown. Factors which may contribute to acetabular loosening pertaining to the kinectiv femoral neck may be one or a combination (but not limited to) of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, and patient activity post-surgery. However, the exact cause for the current situation can not be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.